Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of an ar-11794l with a fractured tip. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors, such as prying and leveraging the device with the use of excessive force.

Event description:
On 11/21/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-11794l suture cutter fractured during use. This was discovered during intra-articular manipulation with no patient harm. The entire item was removed without leaving any fragments inside the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.